Event description:
Eight years after original surgery, it was reported that the pt was seen due to the vertebral body at l5 collapsing and breaking the screw. This resulted in kyphosis, causing the screwheads at l4 to protrude which resulted in pain and myelitis. All the hardware was removed, but not replaced. No further complications were reported.

Manufacturer narrative:
No part number or lot number provided, device was not returned.